Event description:
A report was received that the patient was experiencing pain at the ipg site. A bsn representative analyzed the ipg database and revealed no anomalies. The patient underwent a revision procedure wherein the ipg was replaced and buried deeper.

Manufacturer narrative:
Additional information was received that the patient was doing well postoperatively. The explanted device was not returned to bsn. A review of the manufacturing documentation for the device revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing pain at the ipg site. A bsn representative analyzed the ipg database and revealed no anomalies. The patient underwent a revision procedure wherein the ipg was replaced and buried deeper.